Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: n/a. Software version: n/a. Color: blue. Battery life remaining: n/a. Inpen received with resistance upon dispensing without a cartridge due to dust/debris under dose button, on washer, dose detent and dose knob. Unable to perform functional test due to high resistance at dose button. However, after attempting several times dispensing doses the debris got dislodged and inpen function properly. The alignment of the dose indicator mark and printed values on the dose knob is nominal. No misalignment of the dial was noted. No cosmetic damage was noted per visual inspection.

Event description:
Medtronic received information that dial mis-alignment occurred. There was no adverse impact or consequence reported as a result of this event.